Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured displaced device with a "probable" relationship to the impella device used: on (B)(6)2024, there was increased inotropic support, la increasing 4 to 8; c-shock called, plan to go to or for exploration and potential bypass revision; rp displaced in right ventricular outflow tract (rvot), repositioned but the patient was still with severe right ventricular (rv) dysfunction so dc'd in or.¿ the patient recovered with sequelae.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient condition related as ascending aortic root angiogram revealed coarctation above aortic valve replacement. Added- h6 impact code 4628.